Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient experienced sweating, shaking, feeling lethargic and eventually loss of consciousness. When the patient lost consciousness, an ambulance was called, and the patient was brought to the hospital. A fingerstick was taken by the paramedics and at this moment the cgm was reading high, and the blood glucose reading was 40 mg/dl. Before the patient received treatment in the hospital, his wife gave him apple juice and a sugar tablet. At the hospital, the patient received treatment with intravenous glucose and fluids and was discharged after about 2 hours. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.